Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported that the turbine overheated after the equipment was turned on. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The field service engineer replaced the blower to address the reported issue.